Event description:
It was reported that an unidentified access secondary set was involved in an underinfusion incident. This occurred during patient infusion of chemotherapy solution. The set was connected to a chemotherapy bag and was intended to infuse at a rate of 10 ml per hour using a sigma pump; however, after 15 hours, only 60 ml of solution infused. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.